Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from iqvia regarding a patient receiving morphine via an implanted pump. It was reported the patient was having issues with the pump. The patient was on constant fire, had a elevated fever of 101-102 that came and went, swelling of the midsection, and the skin on their left leg was deteriorating. Both of the patient's legs were constantly swollen , they could not lie flat, and had pain that was off the charts constantly. A dye study was performed and the dye would not pass through the catheter lines. The pump casing was tested and it was noted the circumference of the pump blew out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.